Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had reservoir not able to lock and partial display. Customer's blood glucose value was 122 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis

Manufacturer narrative:
Pump received missing segments/partial display due to cracked and bleeding lcd. Pump received with partial broken reservoir tube threads. The p-cap locks into the reservoir compartment properly noted.